Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the lead appeared to have been damaged at implant.

Event description:
It was reported that prior to implant, the lead was checked and incomplete retraction of the helix was noted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.